Manufacturer narrative:
Customer service conducted troubleshooting with the customer, disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The customer was sent a replacement pump and return of her pump was requested for testing/evaluation. In follow up with a complaint handler on 07/31/2018, the customer confirmed that she developed mastitis on (B)(6) 2018 and was prescribed an antibiotic. She indicated that the replacement pump was working without issue and the mastitis was resolved. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis". Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she was experiencing low suction with her freestyle breast pump. The customer indicated that she was diagnosed with mastitis and prescribed an antibiotic.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 08/03/2018. The device failed suction and cycle testing. It was identified in the evaluation that the customer's tubing was dirty and there was a leak on the sealing surface of the connector, both of which could contribute to the customer's report of low suction. The device was retested using a medela kit, and it passed suction and cycle specifications. [(B)(4)].